Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: 08/25/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: * name of initial procedure? Miph * were x-rays taken to locate the needle piece(s)? Not intra-operatively, cect done post-op. * what tissue structure is the needle located? Rectal submucosa *size of the needle piece retained? Distal 2/3rd of the 2-0 prolene needle * are any plans in place to remove the needle piece in future? Only sos * if retained, what is the surgeon's opinion of consequences to the patient? Could remain buried without any consequences...however, could also poke into surrounding tissues with resultant consequences ¿ have to watch/monitor the situation closely * was there any additional tissue damage as a result of searching for the needle piece? Not applicable * what is current condition of the patient? Stable, recuperating well so far from surgery

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: complaint sample: complaint sample not received for investigation. Batch manufacturing record review: as a part of further investigation batch manufacturing record was reviewed for code nw824pph lot v9001. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. Retain sample analysis: five retain samples of raw needle mrn (B)(6) were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc. Attribute defects such as bend, cracked barrel, fins and were found satisfactory. Bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample testing. These retain samples were tested for % stiffness test & ductility test and found to meet specification requirement. As the complaint is related to performance - breakage needle, stiffness and ductility test are applicable & measurable parameters. Stiffness test was performed to check the behavior of the needle material and process control. For mrn. (B)(6) the average % stiffness test value of the retain samples was found to be 73.4%. All individual stiffness values were found to be above in-house specification requirement for %stiffness test meeting stiffness minimum individual in-house requirement i.e. Nlt 55 %. Further ductility test was performed to check the behavior of the needle material and process control. For mrn. (B)(6) the average ductility test values of the retain samples was found to be 1.7. All individual ductility test values were found to be above in-house specification requirement for ductility test meeting minimum individual in-house requirement i.e. Nlt 1.5. All the individual % stiffness values & ductility test values were found to be meeting individual in-house requirement. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits. Based on the above investigation this is not a confirmed complaint.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it possible to know what was the initial procedure? Were x-rays taken to locate the needle piece(s)? What tissue structure is it located? Size of the needle piece retained are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2021 and suture was used. The needle broke in two pieces and one part of needle remained at patient body. Additional information was requested